Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported that when the patient turns stimulation on it causes extreme pain since 1-2 months ago; (B)(6) 2017. The patient reported that he did have a fall about a month ago. The patient also indicated that he has an appointment at the pain clinic on (B)(6) 2017 and requested a rep for the appointment. The patient synced with patient programmer which showed stim off. It was reviewed to turn stimulation on. Issue not resolved. Patient was not able to change amplitude, group or programs. The fall may be related to this issue. No further patient symptoms or complications were reported in this event.